Event description:
It was reported that when the programmer was turned on, the screen appeared "fuzzy" and couldn't be seen. The programmer was returned for repair and software update. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).